Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via melin.net with ventricular undersensing exhibited by the implant cardiac monitor. No interventions were made, as the physician has recommended therapeutic upgrade. The patient was in stable condition.